Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor on the insulin pump alarmed lost sensor, weak signal and has been giving calibration errors as well. The customer's blood glucose reading was 40 mg/dl at the time of incident. The customer indicated that the cannula was bent. Troubleshooting advised customer on insertion technique and to change out the sensor. The customer was advised that the device would be replaced and agreed to return the product for analysis.